Manufacturer narrative:
The customer reported complaint of the airtrap alert sounded and the saline bag had run dry was not confirmed. Evaluation of the returned icy catheter revealed no issues with the catheter. The catheter functioned as intended. During functional testing, the returned catheter was connected to a pressurized inflation device, and pressure was increased up to (B)(4) psi. No leaks were observed. No issues found during catheter deflation. Visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. No cracks were observed. No abnormalities with the catheter was seen which may have contributed to the reported complaint. All balloons go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This included destructive testing to verify burst strength. During manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for icy catheter lot # 58645.

Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 12/02/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that on sunday (B)(6), an icy catheter was placed in the right femoral vein for the purpose of therapeutic hypothermia, post cardiac arrest. The catheter was placed smoothly, with no issues. Approximately 24 hours after therapy was initiated, the airtrap alert sounded and the saline bag had run dry. After checking for saline leaks outside of the patient, none were identified. As such, the catheter was removed and therapy was continued via arctic sun surface device. No patient complications were reported from the fluid ingression resulting from the apparent balloon breach.